Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. At this time, no adverse patient effects were reported. Additional information was received that the patient was seen in clinic and no other parameters were out of range; it appeared to be a one time event. The plan was to monitor.